Event description:
Report received from the USA stating the tip of the burr broke during a case. There was no report of injury to the patient.

Manufacturer narrative:
The event was confirmed. Initial inspection noted burn marks potentially a result of excessive side loading or lack of irrigation. A review of the database revealed no other complaints for lot d113032937. Investigation of cutting burr fractures initially indicated the most likely root cause(s) of cutting burr fractures during use was related to the surgeons using too much pressure due to one of the following: a training deficiency of the user, specifically related to the lack of irrigation during use. The lack of irrigation resulted in the cutting burr being unable to cut without the debris being removed. Excessive force, axial or radial, applied to the bur head. Labeling provided with the device was inadequate. The cutter fracture is immediately evident to the user. If the buff shaft were to break in the drive flat area at the proximal end of the bearing sleeve the burr would cease to rotate. If the burr shaft were to break at the proximal end of the bearing sleeve a portion of the shaft and the ball could dislodge from the device. Since this device is used with magnification both of these failure modes would be visible to the surgeon. A field action has been initiated.